Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b5, d1, d4 (version or model, lot, catalog, exp. Date, UDI). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was indicated for use on (B)(6) 2025, after the patient was admitted from the emergency department with complaints of chest pain and chest tightness for three days, which had worsened over the past day. The patient was transferred to the ICU at 23:45, where the doctor determined that the patient was in cardiogenic shock. To improve heart function, the case was reported to chief physician han xiaoning, who confirmed that the patient met the indications for iabp use. During the procedure, difficulty was encountered while advancing the balloon segment into the sheath, leading to the unsuccessful placement of the iabp. Consequently, effective ventricular decompression could not be achieved, and the patient¿s cardiac function did not improve. At 09:00, the patient¿s heart rate was recorded at 64 beats per minute, with a blood pressure of 32/25 mmhg. By 09:20, cardiac tamponade was identified. Despite medical efforts, the patient passed away at 10:25. Doctor borrow from the cardiac surgery department used the mega 40cc for the first time during this procedure, having previously used arrow¿s iab and iabp. Given the critical condition of the patient and the need for immediate action, he did not have the opportunity to thoroughly review the instructions for use (IFU). The cause of death, as stated by the doctor, was due to the patient¿s underlying condition¿acute myocardial infarction. Since this was the doctor's first experience using our product, there may have been a lack of familiarity with its operation. In response, our sales team and distributor have arranged comprehensive product training for the doctor. Additionally, we have provided detailed guidance on the sheathless operation process to ensure a better understanding of the device.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iabp) was indicated for use on (B)(6) 2025, after the patient was admitted from the emergency department with complaints of chest pain and chest tightness for three days, which had worsened over the past day. The patient was transferred to the ICU at 23:45, where the doctor determined that the patient was in cardiogenic shock. To improve heart function, the case was reported to chief physician han xiaoning, who confirmed that the patient met the indications for iabp use. During the procedure, difficulty arose in advancing the balloon segment into the sheath, resulting in the unsuccessful placement of the iabp. As a result, effective ventricular decompression could not be achieved, and the patient¿s cardiac function did not improve. At 09:00, the patient¿s heart rate was recorded at 64 beats per minute, with a blood pressure of 32/25 mmhg. By 09:20, cardiac tamponade was identified. Despite medical efforts, the patient passed away at 10:25.

Manufacturer narrative:
Due to character limit in block e1 event site address: (B)(6). UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a